Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: IV medication prepared with extension filter set (ref# (B)(4), lot# (10)25125300) - rn reported line started to leak from where the primary line connects to the filter extension. Medication was administered without issue; the line started to leak after the post infusion flush was administered.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.